Event description:
Racer knee anonymous trials reports received. "Event type: hospitalisation or prolongation of existing hospitalisation/requires medical intervention to prevent one of the above, or it is otherwise medically significant. Details: patient presented for elective right knee mua and arthrolysis for relief of a stiff tkr. Procedure completed without complication. Patient had 24 hours of cpm followed by review by ot/pt. Safely netted and medically fit for discharge with follow up at fracture clinic in 4 weeks and suture removal at gp in 2 weeks."